Manufacturer narrative:
H.6. Investigation: one sample was received. It came in an open packaging blister. It has the plastic shield. It was tested by connecting it to a syringe with saline; it didn¿t go through the needle. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that the needle 30x1/2 rb experienced a needle that was clogged/blocked. Product defect was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2019, the customer reported that one needle was used and the needle was blocked, so it could not venting.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 30x1/2 rb experienced a needle that was clogged/blocked. Product defect was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2019, the customer reported that one needle was used and the needle was blocked, so it could not venting.